Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The patient with this implantable cardioverter defibrillator (ICD) developed hematoma. Additional information indicates that there was no confirmed infection. The device was explanted. No additional adverse patient effects were reported.